Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had no power. Multiple outlets were tested, but the device still would not turn on. Other devices were functioning properly on the same outlet. The customer stated that there was a delay in patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station on black screen. The field service engineer (fse) opened the back panel and isolated the bus connections, identifying half height drawer 5 as the cause of the station failing to boot. The drawer controller and pyxibus module controller boards were replaced, and the system was tested successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.